Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101/call pd nurse alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The registered nurse (rn) turned the homechoice on to warm the bags and got the alarm. The technical service representative (tsr) explained the meaning of the alarm. The rn stated that the patient got on the homechoice with a fill. The rn would let the doctor know what occurred. The patient would not be using the homechoice for the night and would be doing manual exchanges instead, per rn. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.